Event description:
It was reported that outside of surgery, the unit caught on fire when emptying. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and is a final report. The following sections were updated: b4 b5 d4 g3 g6 h2 h3 h4 h6 h11. The reported event was confirmed by review of repair records. Review of the most recent repair record identified that the cart not powering on and power inlet melted. It also discolored the power cord end. The technician replaced the power inlet module and power cable, pim, tested the device and returned it to service. Review of the previous repair record identified repairs unrelated to the reported event. The device was confirmed to be conforming and functional following repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.